Manufacturer narrative:
Analysis of implantable neurostimulator ins serial number (B)(4) determined that the setscrew on the implantable neurostimulator (ins) was backed out too far. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device was returned. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient being implanted with a neurostimulator. The rep reported that the screw on the implantable neurostimulator (ins) would not tighten which meant that the lead could not stay in place. The lead was taken out, reinserted, and it was continued to try and get the screw to click into place. It was noted that the clicking was heard from the screw tightening but it would not lock the lead into place, so a new ins was used. It was indicated that the issue was resolved at the time of report. No patient symptoms or further complications were reported or were expected.